Manufacturer narrative:
Unit received with high operating currents due to moisture damaged lcd board. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker, loose drive support disk. (B)(4).

Event description:
The customer reported via phone call that he was currently hospitalized due to falling off of a ladder. The customer stated that this accident was not diabetes related. Blood glucose level at the time of the incident was 206 mg/dl. The customer reported that the insulin pump's battery life was shorter than usual. Customer reported that he received low battery alerts ten minutes after installing a new battery. The customer also reported that the display was scratched. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.